Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU), specifies the rated burst pressure (rbp) and clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the distal saphenous vein graft to left anterior descending artery. A 4x16mm rx graftmaster covered stent was deployed at 20 atmospheres (atms), and the perforation failed to seal. Then a 3.5x16mm rx graftmaster was advanced and implanted but also failed to seal. Balloon angioplasty was performed which ultimately sealed the perforation. There were no reported adverse patient sequelae. No additional information was provided.